Manufacturer narrative:
Additional information received on 27-sep-2019 that there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with out a battery compartment cover. The event log was reviewed, and the device was run in user mode. The reported "power loss" problem could not be duplicated. This error can occur when the batteries fall below a reference of 2.7 v. Running the pump over night at max flow did not cause the pump to power down. There was nothing that looked unusual inside the pump.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump lost power while it was on. There were no injuries or adverse events reported.